Event description:
A laparoscopic tubal sterilization was being done using bipolar electro-surgical coagulation. The surgeon saw some sparking at the tip of the bipolar forceps. Some surface redness was noted on the bowel, but it was determined that the damage was minor. No additional treatment was necessary.